Manufacturer narrative:
(B)(4). A carefusion technical support representative advised the user facility biomed to verify that all of the cable connections are good to the screen and if that does not correct the issue. Then the device¿s front panel assembly will need to be replaced to repair the device in order to return it to service. The carefusion technical support representative provided the user facility biomed with the part number and price of the front panel assembly.

Event description:
The user facility biomed reported that during pre use checks the device's screen went blank. There was no report of patient involvement.